Event description:
Caller reported that the pump battery would not charge, despite using a tandem charging cable and attempting various troubleshooting steps, including trying a different wall outlet and wall adapter. There was no adverse impact on the customer's blood glucose level, remaining within normal range. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was uninterrupted while tandem technical support arranged a replacement for the pump, confirmed the shipping address, and issued a pre-paid label for the return of the defective pump.